Event description:
It was reported that "during inspection, before the procedure, it was observed that the catheter guide wire was tortuous." There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened sac kit for analysis. The guide wire and protective tubing was returned separated from the catheter. No evidence of use was observed. Visual inspection of the components revealed one kink in the guide wire body. Several creases on the product packaging were also observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging additionally clearly states, "do not bend". The guide wire was advanced through the returned catheter and needle, and the undamaged portions were able to pass with little to no resistance. Performed per instructions-for-use (IFU) statement, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." A manual tug test confirmed that the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. The returned packaging had severe signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during inspection, before the procedure, it was observed that the catheter guide wire was tortuous." There was no patient involvement.